Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing a shocking sensation in her arm with stimulation on causing her arm to shake. An sjm representative met with the patient and lead diagnostics showed all impedances were high. The patient underwent surgical intervention on (B)(6), 2015, where intra- operative testing showed all lead contacts were still invalid and the burning and shocking sensations persisted. The patient's ipg was explanted and the patient was referred to a surgeon for a lead revision. The patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted. MRI results, after explant of all devices, were normal. (Reference MFR report: 1627487-2015-10330 for ipg explant).